Event description:
The nursing staff reported that they were testing the sensor belt with an alarm, when they opened the sensor belt it would sometimes trigger the alarm to sound and other times it wouldn't. The nursing staff stated that it sounded like there was a short in the sensor belt. They tried the alarm itself with another sensor and it sounded as it should. There was no patient contact.

Manufacturer narrative:
(B)(4). Results - evaluation of the returned product found that when the sensor belt was attached to a good working alarm unit the sensor belt woudl make the alarm sound intermittently when the buckle was opened. The alarm remained silent when the buckle was closed. There was no physical damage observed to the sensor belt. The customer's alarm unit was not returned. (B)(4).